Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: cfas measured 9+mm by CT and had low bifurcations. Male pt had bmi 38.7. Physician gained access via u/s and using depth measuring device measured 5+1. Conducted tavr. Exchanged device sheath for tavr sheath. I reiterated the measurement was 5+1 before the doctor inserted the device into the sheath and the doctor confirmed that it would be 6. When doctor pulled back he said he was at 5. I told him that it was supposed to be at 6. Before I could tell him that he would have to use another device, he said he was at 6. He deployed the device and upon removing the blue tube from the tissue tract identified pulsatile bleeding and a hematoma growing. He held pressure and obtained contralateral arterial access. He deployed a 10mm covered stent in the right external iliac/cfa. He post dilated the stent with several inflations and the extravasation ceased. Sales rep was present. Case was performed per IFU except that the doctor re-advanced the deployment device after pulling it back too far. 2 tavr devices were used in case because the first one moved during the balloon inflation. No other out of the ordinary events were observed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. Ultrasound was utilized to gain access. Vasculature was noted as greater than 9mm, with low bifurcations, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Two tavr devices were used due to the first device moved during balloon inflation. Before deploying manta and releasing the anchor, the proctor reiterated the depth measurement to be 5cm +1cm, and the physician confirmed the measurement of 5cm + 1cm. However, when the physician grasped the manta delivery handle and began to withdraw the manta closure and sheath back to the corresponding depth, the physician reported he was at the 5cm depth. Before the proctor could completely explain to the physician, he should be at the 6cm and a new device would be needed, the physician re-advanced the manta device after pulling back too far, and said he was now at the 6cm depth. While sliding the blue lock advancement tube up the suture and away from the puncture tract, pulsatile bleeding was present, and a hematoma was beginning to form. Manual pressures were held, and a contralateral arterial access was obtained. The physician deployed a covered stent into the right common femoral artery/external iliac; post dilated with several inflations, which ceased the extravasation. The suspected root cause of the extravasation requiring a covered stent may potentially be due to user error in re-advancing the manta deeper. In step 4 of positioning device in the instructions for use (IFU) states: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device. Procedural requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. If bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.